Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: knot lock. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, the knot could not be advanced forward to the arterial surface. The sutures were removed, the guide wire re-introduced and the device was removed from the anatomy. Hemostasis was achieved using a second proglide device. There were no reported adverse patient effects. No additional information available.